Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, that the reported event occurred, due to wear and tear and/or wrong handling of the device. The loop at the distal end of the electrode wears out, during use and can break, burn or melt. However, the subject device was not returned. And the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that towards the end of a hysteroscopic myomectomy, the loop part of the device fell off into the patient's uterus. The fallen part was quickly retrieved using forceps. The procedure was completed without any delay or additional treatment. The patient did not require additional anesthesia. The patient's current health condition was noted to be fine.